Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted. The disconnect cap involved in this event is reported in (B)(4).

Manufacturer narrative:
(B)(4). The used device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, simulated use testing, clear passage testing, and clamp function testing were performed with no issues noted. The uv spike outer diameter was measured and found to be within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the uv disconnect cap became disconnected from the spike of the port of the uv flash transfer set. No patient injury or medical intervention was reported as a result of this event. No additional information is available.this is report 1 of 2 for this event.